Manufacturer narrative:
Analysis was performed on the returned device. The reported device entrapment could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty could not be determined based on the returned device condition. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. Na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 7f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, following the successful placement of the sutures from the first proglide, the sutures of the second proglide device connected to the sutures of the first proglide device on deployment. The sutures of the second proglide device were cut and removed. The sutures of a third proglide device were successfully preplaced. The sheath was upsized to 20f and the evar procedure was completed. The successfully preplaced sutures of the two proglide devices were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy.